Event description:
It was reported a patient's pacemaker presented with under sensing leading to inappropriate mode switch. Programming changes were made to restore normal parameters. There were no patient consequences.